Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown baclofen via an implantable infusion pump for intractable spasticity. It was reported that the patient had been through several replacements by another physician before this hcp saw the patient. The hcp stated they were trying to figure out if the patient's pump was flipping, because they did a dye study and couldn't aspirate, before they take the patient back for another replacement. The hcp brought the patient in to do a roller study to make sure the motor was fine before they made a decision to replace the pump and catheter. The hcp mentioned that they were encountering that they couldn't even communicate with the pump with the tablet for the first time. The hcp confirmed they were not getting an error message or message that said they couldn't find the pump. The hcp stated they would flip the pump to see if that resolved the issue. The hcp was able to communicate with the pump after manually flipping it over.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-apr-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.